Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device packaging was intact without evidence of tampering or damage. The proximal end of the pushwire was secured in the guidewire clip when the package was opened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after taking the coil out of the sterile packaging, it was found the coil had been detached. A repl acement product was used in the procedure,  and there was no impact to the patient as a result of the event. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm with a max diameter of 5.3 mm and a 3.7 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.

Manufacturer narrative:
H3: an axium prime coil was returned for analysis. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. The axium prime coil pushwire was found to be kinked at load indicator ~8.0cm from proximal end. The pushwire was found to be broken at tack weld. The coin was found to be still against the lumen stop. The implant coil was already detached and not returned. The release wire tip was found to be extending ~0.004in from distal end of pusher. No other anomalies were observed. Under the microscope, the outer jacket was then removed for further analysis. The retainer ring was found to be visually acceptable. Based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium prime was returned with the implant already detached. It is likely that the premature detachment is due to the pushwire damage (kinks), however, the cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was confirmed as the axium prime was found to be returned damaged, not secured within the rubber stopper and without the dispenser coil and clip. However, the implant coil detachment does not appear to be an out of package defect. A formal investigation has been conducted regarding this issue. Based on the formal investigation, it is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.